Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with generator with version 4.0.0 + 4.1.0. The customer states that after generator was used with several patients, the generator showed an error message 475 right after changing a catheter and smoke started to come out from the ventilation zone. There was no patient involvement.

Manufacturer narrative:
Submit date: on (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.